Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information indicates that the scs patient had experienced charging difficulties. The patient subsequently underwent a pocket revision for an unknown reason. During functional testing, the physician encountered difficulty powering up the ipg and elected to replace it in order to complete the impedance check. Postoperatively, the patient is reported to be doing well. In accordance with facility policy, the device will not be released and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.